Event description:
The patient reported hearing beeping at 11:20 am, and questioned if it came from the device. It was noted that the device alert time is set to "11:30". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.